Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a severely calcified, left main coronary artery (lmca), left anterior descending artery (lad), and right coronary artery (rca). The viperwire guide wire was advanced and parked distal to the vessel. Six low speed treatments were performed from the lm to the lad. Post orbital atherectomy, the lad was stented and post dilated with an unspecified balloon. Next, the physician parked the viperwire distally to the lesion in the rca. As the oad was advanced on glideassist mode, it was observed the oad nose cone got stuck on the viperwire spring tip. The physician was unable to push the viperwire distally, resulting in the entire system being removed. While removing the system, the viperwire spring tip dislodged in the proximal rca. The system was removed with the fractured component left in-vivo. The rca lesion was treated with a non-compliant balloon and a stent was placed. The fractured component remained in-vivo. The patient was in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation, difficult to remove, foreign body in patient, and unexpected medical intervention appears to be related to user error. In this case, it is possible that the material separation, difficult to remove, foreign body in patient, and unexpected medical intervention are the result of use of a peripheral guide wire with a coronary oad and not maintaining adequate space between the oad and spring tip. It was reported that as the coronary oad was advanced on glideassist mode, it was observed the oad nose cone got stuck on the viperwire spring tip. The diamondback 360¿ coronary orbital atherectomy system instructions for use(IFU), warns: "use fluoroscopy to monitor and maintain spacing between the driveshaft and guide wire spring tip throughout the procedure. Always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. If the distance between the driveshaft tip and the viperwire guide wire spring tip is insufficient, the driveshaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip." Complaint details also indicate that the peripheral guide wire was used with a coronary oad. The IFU states: "the oad is designed to track and spin only over the csi viperwire advance or viperwire advance with flex tip coronary guide wire." Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 (code 2017 added). Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a severely calcified, left main coronary artery (lmca), left anterior descending artery (lad), and right coronary artery (rca). The viperwire guide wire was advanced and parked distal to the vessel. Six low speed treatments were performed from the lm to the lad. Post orbital atherectomy, the lad was stented and post dilated with an unspecified balloon. Next, the physician parked the viperwire distally to the lesion in the rca. As the oad was advanced on glideassist mode, it was observed the oad nose cone got stuck on the viperwire spring tip. The physician was unable to push the viperwire distally, resulting in the entire system being removed. While removing the system, the viperwire spring tip dislodged in the proximal rca. The system was removed with the fractured component left in-vivo. The rca lesion was treated with a non-compliant balloon and a stent was placed. The fractured component remained in-vivo. The patient was in stable condition. Additional information was received indicating various techniques were performed in an attempt to remove the fragment, however, all were unsuccessful. There were no future plans to remove the fragment. Eight treatments were performed in the lad prior to the fracture. There was no difficulty wiring or delivering devices. The physician did not have any concerns about potential long-term risk outcomes.